Event description:
It was reported that the cylinders of this inflatable penile prosthesis had crossed over, resulting in pain for the patient. The device was explanted and replaced. No further patient complications were reported.